Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received a continuous glucose monitor error 42. The pump was reset, and the pump was replaced to resolve the issue. The customer continued to use the pump for insulin therapy until the replacement arrives. There was no reported adverse impact to the customer.